Event description:
A pt reportedly experienced a corneal burn during a cataract extraction procedure. The dr was performing a bimanual phacoemulsification with a bare tip through a 1.1 mm incision. The dr treated the wound site and stated that the pt will be fine.